Manufacturer narrative:
The device was manufactured between may 21, 2015- may 22, 2015. The picture sample of the device was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. There was no patient involvement. No additional information is available.